Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 322 alarms were observed through review of the device history log. The alarm was not able to be reproduced during the evaluation. Further evaluation of known contributors to this system error have determined that the alarm was caused by a failing upper and lower aux. As a result, the upper and lower aux have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
During the evaluation, multiple system error 322 alarms were identified in the device history log. Any pt involvement, injury or medical intervention is unk.